Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damage was found on the device. As a result of checking the log, it confirmed that there was a record of occurred error 1660 during pump operation on (B)(6) 2024. It also confirmed that there was a record of occurred error 1320 during pump operation on (B)(6) 2024. However, it could not confirm the reported issue. Possible root cause is a defective mainboard. Replaced the mainboard as a preventative measure. Performed all functional tests and all passed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an unusual alarm heard and nothing was displayed. (Downstream alarms). There was patient involvement, and no patient harm/adverse event reported.